Event description:
The consumer reported the patient developed an infection when the new implantable neurostimulator (ins) was implanted on (B)(6) 2016. It was noted the infection was confirmed. It was stated the implanting healthcare professional (hcp) directed the patient to an infection specialist who said the ins needed to be removed. It was indicated they were told to go to the emergency room (ER) to have it removed. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.